Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: review of the black box data revealed record of time and date reset to factory default setting after a battery change on january 24, 2015. On investigation, the pump was exercised for 24 hours. The battery was removed for six hours and the time and date reset to the factory default per the allegation. The pump was opened for investigation and revealed the internal clock batter was leaking and unable to hold charge. Unrelated to the original complaint, the display was found to be dim and discolored and there was a crack in the battery compartment from the threads to the case seal.